Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and strips were requested for return. The investigation did not identify a product problem. The cause of the event could not be determined. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of discrepant high inr results between back to back same meter tests with coaguchek inrange meter serial number (B)(4). The result of the first meter test was 4.8 inr. The customer then retested within the hour using a new finger and the result was 3.3 inr. The patient's therapeutic range is 2.0-3.0 inr.